Manufacturer narrative:
(B)(4). D10: zimmer biomet part number 110010244 g7 osseoti 3 hole shell 52 mm e lot number 67683554. Zimmer biomet part number 31-323240 3.2 mm x40 mm rnglc+ acet drl bit lot number 67697049. Zimmer biomet part number 110024463 g7 dual mobility liner 42 mm e lot number 67629355. Zimmer biomet part number 010000998 g7 screw 6.5 mm x 25 mm lot number 7855700. Zimmer biomet part number 163662 28 mm mod hd std neck tp1 taper lot number j7894164. Zimmer biomet part number 110031011 vivacit-e dm bearing 28 x42 mm lot number 67456411. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. This device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304989191. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 4 days post-implantation due to bone fracture. Patient was walking onward and tripped while reaching forward for something and fell over feet. The stem, head, and liner were removed and replaced. Attempts have been made and no further information has been provided.